Event description:
It was reported that the customer experienced an unexpected reset alarm. Customer's blood glucose was 131-132 mg/dl. The customer was able to load a new cartridge and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shutdown unexpectedly. Customer's blood glucose was 131-132 mg/dl. The customer was able to load a new cartridge and resume insulin delivery.